Event description:
It was reported that the pt experienced a lack of pain relief. No device troubleshooting was performed. The pt underwent a revision surgery. When the pocket was opened, there was fluid in the pocket. The back incision was opened and there did not appear to be a cerebrospinal fluid leak. The pump connector was replaced. The pt recovered without sequela. The drug contained in the pt's pump was not reported.

Manufacturer narrative:
The connector was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.